Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient passed away on (B)(6) 2015. A cause of death was not reported and a certificate of death was not provided. It is unknown if the patient was wearing the continuous glucose monitoring device at the time of death. There was no alleged device malfunction. Additional event or patient information is not available.